Event description:
A customer reported experiencing an altitude alarm with their pump. There was no adverse impact to the customer's blood glucose level. The customer received advice from technical support on preventing altitude alarms and was informed that the pump would be replaced. The customer was also instructed on how to return the problematic pump and understood the necessary steps upon receiving the replacement. Customer will continue to use current pump.